Event description:
Per pt's nurse, (B)(6), pt's cadd ms3 pump sn (B)(4) would not load the syringe. No harm to pt. She wasn't hooked up to the pump at the time. Sending a new pump to pt for tomorrow, and she will return the broken pump to us. No further info available. Dates of use: unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.